Event description:
Unomedical reference number (B)(4). Event occurred in israel. It was reported that the patient faced crimped cannula event on 24-june-2024. The infusion set was in use for 12 hours. The infusion set was inserted in belly. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel.